Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
During a cryoablation procedure performed in (B)(6), air was noticed in the flexcath steerable sheeth (catheter introducer). The sheath was replaced with another flexcath steerable sheath, and the procedure was completed. There was no patient injury. No adverse event occurred.